Manufacturer narrative:
Mckee et al. "A multicenter, prospective, randomized, controlled trial of open reduction internal fixation versus total elbow arthroplasty for displaced intra-articular distal humeral fractures in elderly patients." J shoulder elbow surg (2009), 18:3-12. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. (B)(6).

Event description:
It is reported in a journal article that two patients experienced heterotopic ossification following elbow arthroplasty. No further information is available.